Manufacturer narrative:
The reagent lot number is 756723. The expiration date was not provided. The calibration and qc recovery data provided was acceptable. The alarm trace showed abnormal aspiration alarms. The field service engineer (fse) noticed a missing spring in the sample probe and replaced the probe and spring. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results for 1 patient plasma sample on a cobas 8000 cobas c 502 module. On (B)(6) 2024, the initial bilt3 result from an aliquot in a microtainer was 0.24 mg/dl. The customer questioned the result which prompted them to repeat the patient sample. On (B)(6) 2024, the sample was repeated on another c502 analyzer and the result was 6.3 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.